Manufacturer narrative:
The investigation confirmed that non-reproducible, falsely elevated vitros trop I es results were obtained. The investigation determined that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Performance testing before service was performed demonstrated that the vitros 5600 had suboptimal performance. An ocd field engineer performed 'as needed' maintenance to the incubator and signal reagent metering subsystems and scheduled preventive maintenance to the entire vitros 5600 system. Performance testing following service confirmed that the vitros 5600 system was operating as expected. A definitive root cause for the event could not be determined. However, an equipment related issue and/or pre-analytical sample processing cannot be ruled out as contributing factors.

Event description:
This customer obtained non-reproducible, falsely elevated vitros trop I es results for multiple patient samples while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were reported to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).